Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. The health care professional (hcp) inquired why the patient or lead information was not included in the recent advisory. Technical services (ts) was consulted and provided recommendations. No adverse patient effects were reported. This rv lead remains in service.